Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, non-sustained right ventricular oversensing due to t-wave oversensing was noted. The patient was not seen in clinic. No intervention was performed, and the device remains implanted. The patient was stable throughout.